Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037, product type programmer, patient.

Event description:
A patient reported he was peeing at night and day a couple of days prior to the call on (B)(6) 2017. The patient did not feel stimulation and therapy was on. The patient reported the patient programmer would not power on because the batteries were depleted. The patient replaced the batteries and the synced the patient programmer and it showed the therapy was on. The patient was on program 1 at 1.7 v and the patient increased stimulation to 2.0 v and he was feeling stimulation. The patient noted they fell around (B)(6) 2016. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.